Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on (B)(6) 2000 and mesh was implanted. It was reported that the patient experienced pain, erosion of her internal bodily tissue, dyspareunia, infections, incontinence, bladder pain, and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery in (B)(6) 2000, due to the inability to urinate. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.

Manufacturer narrative:
(B)(4).